Event description:
It was reported that the pt developed an infection and the system was explanted. The hcp was able to treat some "early withdrawal signs" as the pump dose was lowered prior to explant. A follow-up report will be sent if add'l info becomes available to us.